Event description:
Advocate stated the customer's contour meter did not store some of the blood tests in memory. No adverse event was alleged. Advocate was advised to return the meter for investigation. A new meter was sent to the customer.